Manufacturer narrative:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be un-reported.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, rupture a review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "rupture." Healthcare professional later reported "rupture and capsular contracture iii and birads c2 and both implant rupture leakage, both axillary ln, fb uptake was found via ultrasound." This record is for the left side. The device has been explanted it is unknown if it was replaced.